Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the seal on the trocar lost pneumo during a case. The surgeon claimed it "broke". The surgeon claimed that the trocar wipe got stuck in trocar and then when he used a 5mm clip applier with the adjustable seal (to 5mm) it would not hold seal and lost pneumo. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).